Event description:
Reporter described event as follows: the nurse pulled back the tab to open the door and a previously disposed of needle/syringe came out and the nurse reportedly received a needlestick.